Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change tot he actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during the first 2 seconds of charging, noise appeared on the iegm. Tech support said this was a known issue caused by memory malfunction during charging. The therapy and detection were not affected by this issue.